Event description:
It was reported that during a video gastroplasty procedure, the jaw of the shears was broken and the reload didn't fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.